Event description:
Mother witnessed monitor go blank and called rn. All of the rn's in room verified that cic central station (installed as back-up alarm system) did not alarm and was also blank. Monitor was able to be restarted by shutting the power off and turning it back on again.